Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional called to report a left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: analysis of the returned device identified: opening on valve and crease flat. Leak test and microscopic analysis was performed which identified: striated opening on valve and crack opening on valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A cracked valve seat diaphragm valve.

Event description:
The device has been explanted and replaced.